Event description:
It was reported the patient's blood glucose rose to 21.2 mmol/l (381.6 mg/dl). The patient reported observing insulin inside of the pod while worn on the abdomen for between 25 and 36 hours. As treatment, manual insulin injections were administered.

Manufacturer narrative:
The adhesive pad was not attached to the pod, but the adhesive pad's welds are 100% sealed. During the investigation, fluid was observed to leak from the o-ring in the reservoir. The leak in the o-ring resulted in the observed fluid inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.